Manufacturer narrative:
Address: (B)(6). Initial reporter phone no.: (B)(6). The device was inspected on site by a qualified technician. The evaluation did not confirm the reported problem. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A simulated treatment was performed three times, one with press "continue" and "unload", one with "auto blood return at 150ml", one with "continue" and "cancel" and the reported event of screen jumped or skipped was not reproduced. Nevertheless, the technician calibrated all scales and the device was returned for use. The most likely cause of the reported event is due to a user error. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy using a prismaflex control unit, the return screen of the prismaflex control unit "jumped to unload" by itself after end of treatment. The patient experienced a blood loss of 152ml and was treated with a unit of red blood cells. The patient outcome was not reported. No additional information is available.